Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced hyperglycemia symptoms and was unable to self-treat and was treated with sugar and insulin injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Applicator and cap were visually inspected, no issues were observed. Applicator had fired correctly. Damage was observed to the sensor cap seal indicating the user has reapplied the applicator cap after removal, before attempting to fire the applicator. Sensor patch was visually inspected and no issues were observed. Data was extracted using approved software and extraction was successful. Low glucose value observed. Data analysis is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Issue is not confirmed to use due to double capping. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced hyperglycemia symptoms and was unable to self-treat and was treated with sugar and insulin injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.